Event description:
Reporter indicated that the surgeon had difficulties adjusting the lead into the generator due to the screwing system. The generator was returned and product analysis was performed. Microscopic analysis verified that a portion of the setscrew socket was stripped and the torque wrench shaft rounded. While the insertion difficulties allegation was confirmed, the pulse generator did not exhibit any behavior that may have contributed to the stripping of the setscrew.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.